Manufacturer narrative:
Concomitant medical products: product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 3387-40, lot# v004841, implanted: (B)(6) 2006, product type: lead. Product ID: 3387-40, lot# v007611, implanted: (B)(6) 2006, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that stimulation was turning off after recharging. The reporter stated they were questioning if the patient while recharging might be accidently turning the implantable neurostimulator (ins) off. It was noted the ins was turning off directly after recharging every time. The reporter stated the issue was not system driven and they were able to work correctly with the recharger. It was noted the healthcare professional was able to navigate through the clinician programmer session and the system looked fine. The reporter stated they would work with the patient to make sure they are checking the ins correctly and not inadvertently turning stimulation off. It was noted the hcp confirmed that the buttons were not active. Additional information was requested, but was not available as of the date of this report.